Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown side on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to loosening. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2016-00777 / 00778 / 00779 / 00780 / 01145).

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to tibial loosening. During the revision procedure, the patellar component, tibial bearing and tibial components were removed and replaced. Patient underwent a debridement procedure on (B)(6) 2015 due to infection.